Event description:
Following a laparoscopic anti-reflux procedure utilizing the linx device, a patient experienced ongoing dysphagia leading to linx device explant. Anti-reflux procedure and linx device implantation occurred on (B)(6) 2009. Dysphagia first reported (B)(6) 2009 with more significant symptoms starting in 2013. Gastroesophageal balloon dilation occurred (B)(6) 2013 and (B)(6) 2014 that did not alleviate symptoms. Decreased peristalsis and some retention of barium during x-ray esophagram reported (B)(6) 2013. No obstruction seen. Uneventful device explant on (B)(6) 2014 due to ongoing dysphagia. Device found in the correct position and geometry. Patient reported on (B)(6) 2014 symptoms addressed via device removal.